Manufacturer narrative:
Additional information was received on september 11, 2015. This complaint was investigated by confirming that silicone trilaminate the skin contact material used in this lot met convatec's requirements. The lot was "sterilization certified" and all manufacturing, materials and the sterilization processes met specifications. No previous investigations are available. After a thorough review of the returned product (if available) and a batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: this complaint involved four (4) separate dressings. A separate FDA form 3500a has been completed for each dressing. (B)(4).

Event description:
It was reported four (4) aquacel foam dressings were used as primary dressings on grade ii pressure ulcers on the pt's buttocks. Wound exudate was moderate. The dressings were worn over 7 days and, during this time, the dressing repeatedly lifted off of the wound. The nurse attributed the dressing lifting, in part, to the pt being "fidgety" and "moving around a lot. Despite the dressings" nonadherence, the peri-wound skin "massively" improved following the use of aquacel foam dressing. The dressing was discontinued. No further pt complications were reported as a result of this event.